Manufacturer narrative:
(B)(4).

Event description:
It was initially reported the patient experienced increased baseline spasticity in legs during the evening hours. The hcp was reprogramming the pump to deliver flex dosing with additional medication delivery during the evening hours. It was later reported the hcp expected 6.8 ml to be withdrawn from pump, but was unable to withdraw any medication. Therefore, the hcp did not feel like the center port was accessed. Attempts at access were made on (B)(6) 2011 without success. The pump was about "an inch deep." There was a depth issue. The pump contained lioresal 500 mcg/ml. Additional information has been requested from the hcp, but was not available as of the date of this report.